Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). No sample has been returned for investigation. Without the actual sample (or device), a thorough investigation could not be performed and no specific conclusion can be drawn as to the cause of the reported event. Device history records (DHR): reviewed device history records, there is no abnormalities and no such defect detected during in process and at final control inspection.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in france): pump-flow rate-fast